Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was assembled and inspected according to our specifications.

Event description:
The event is reported as: "complaint alleges that the tubing tore while being hooked up on a ventilator." No pt injury reported.